Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and low amplitudes since implant. Technical service (ts) consultant was asked to review device data. Ts recommended lead integrity testing and x-ray imaging to confirm lead integrity. The ra lead remains implanted. No adverse patient effects were reported.